Event description:
A caller reported that their pump battery would not charge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Despite trying different wall adapters and charging cables, the problem persisted, and the decision was made to replace the pump.